Manufacturer narrative:
The reported events of inadequate sensing, r-wave amplitude variation and low voltage lead impedance problem were not confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
New information received notes that the suture sleeve only had one knot.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited r wave amplitude variation, high capture threshold, atrial oversensing and varying pacing impedance. An x-ray was performed and confirmed lead dislodgement. The lead was explanted and replaced. The patient was in stable condition.